Event description:
Customer reported system will intermittently boot up, and cine runs are failing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ip scsi pcb. System operates as intended.